Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall at initial implant. At the time, the lead remained implanted and in service. Ten months later the lead was explanted due to the perforation and for causing muscle stimulation. A new lead was successfully implanted. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.